Event description:
It was reported that guidewire detachment occurred. A moderate support 185cm j-tip pt2 guidewire material was noted to be bent and broken at the distal end. No further information was available at this time.